Manufacturer narrative:
B5: added additional information.

Event description:
The pump was discarded by the hospital.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 67-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support clinical state consistent with scai shock stage e) underwent placement of an impella cp via right femoral arterial percutaneous access on (B)(6) 2026 at 22:17. The patient had doppler-detectable distal pulses prior to support. During or after repositioning and unit insertion, loss of doppler-detectable pulses to the right distal limb was noted, consistent with limb ischemia; the contralateral limb was not ischemic. No specific therapeutic interventions were documented to address the limb ischemia, and the device was not removed due to the event. Contributing factors included interruption of anticoagulation due to bleeding and low hemoglobin, as well as a history of peripheral arterial/vascular disease associated with prior chemotherapy. Based on the information provided, the patient experienced right lower limb ischemia temporally associated with femoral impella cp support, which was attributed to the impella; however, device malfunction could not be confirmed, no product was returned for analysis, and the device remained implanted beyond 24 hours without documented corrective action. These findings are consistent with the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock and the known risk of ischemic complications in patients on vasoactive support. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock prior chemotherapy, multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
Added: d3. Pdi (peripheral arterial ischemia): the root cause of the injury was not determined due to insufficient clinical details.